Manufacturer narrative:
Despite many attempts, we were unable to obtain the actual device. However, pictures and product informatiion like part number and lot number were provided. The pictures provided showed an open seal. We did not get a physical sample, but the most likely cause is that product was in the seal as these bulbs are wrapped in a bag that is loaded into the pocket. If the wrapped product is not set in the pouch correctly, the product could end up in the seal causing an open seal. The primary root cause is most likely machine/process error, while a contributing factor may be human error due to the manual nature of inspection. If any additional relevant information is identified, it will be provided in a supplemental report.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device is available for evaluation, and the manufacturing lot number was provided for review. The investigation is ongoing. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Complainant alleges "the sterile packaging is open."